Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready screen IV (crrs 4) on the galileo. The patient has a historical anti-k.

Manufacturer narrative:
Review of results: initial testing: cell 1- nice tight button, no red cell adherence. Cell 2- nice tight button, no red cell adherence. Cell 3- (k+/k+) nice tight button, no red cell adherence. Cell 4- nice tight button, no red cell adherence. Int= negative. New sample from same patient: cell 1-nice tight button, no red cell adherence. Cell 2- nice tight button, no red cell adherence. Cell 3- 2+ (k+/k+) small to slight red cell adherence. Cell 4- nice tight button, no red cell adherence. Int= positive. Unable to rule out sample quality. Customer did not return sample or product for testing.